Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual. It was reported that the patient had a replacement scheduled for (B)(6) 2017. The patient was having trouble with shaking and claimed their device was malfunctioning. They had two inss and did not know which one was malfunctioning. The secondary caller noted the device was not up to par and guessed it was because the life of it had ended. The patient was concerned about the device. The patient later called back and asked what eri (elective replacement indicator) meant. The patient noted they were anxious. No further complications were reported as a result of this event.

Manufacturer narrative:
Product ID neu_ins_stimulator lot# serial# unknown implanted: explanted: product type implantable neurostimulator : conclusion code 22 does not apply and was added in error. Code 92 has replaced it. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device reached eri and a replacement procedure was scheduled for (B)(6). No further complications are anticipated.